Event description:
It was reported that the ipg was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg was not returned.

Event description:
It was reported that the ipg was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) of 2023.